Manufacturer narrative:
As reported in a research article, "chimney stenting for right coronary artery at high-risk of obstruction with flail leaflet in tav-in-sav", seven years post-implant of a 19mm trifecta valve, a patient was hospitalized with acute heart failure and required catecholamine and non-invasive positive pressure ventilation. Transthoracic echocardiography (tte) revealed aortic regurgitation. Some of the complications reported were surgical intervention, hospitalization, aortic regurgitation, unexpected medical intervention, leaflet prolapse. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "chimney stenting for right coronary artery at high-risk of obstruction with flail leaflet in tav-in-sav", was reviewed. The article presented a case study of a 92-year-old female with severe aortic stenosis. It was reported that on an unknown date, a 19mm trifecta valve was chosen for implant. It was then reported seven years post-procedure, the patient was hospitalized with acute heart failure and required catecholamine and non-invasive positive pressure ventilation. Transthoracic echocardiography (tte) revealed aortic regurgitation. Transesophageal echocardiography (tee) revealed prolapse of the valve leaflet corresponding to the right coronary cusp and severe transvalvular regurgitation. A decision was made to protect the right coronary artery (rca) via chimney stent procedure from the ostium of the rca above the trifecta valve. A 23mm evolut pro+ valve was then chosen for implant for transcatheter valve-in-valve procedure. [The primary author was jiro sakamoto, tenri hospital, 200 mishimacho, tenri, nara 632-0015, japan].